Manufacturer narrative:
(B)(4). Unit received with battery issues and had high sleep current due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that they received low battery alert prior to replace battery alert. Customer's blood glucose level was unknown. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated the battery was not previously used. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.